Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 37 mg/dl while being she was in the hospital. They had been hospitalized due to dehydration from high blood glucose and possible bladder infections. While they were in the hospital they took the insulin pump off for a while but was back on it again and was being closely monitored. They treated the low blood glucose with food. Their current blood glucose level was 161 mg/dl. Troubleshooting was performed. The device will not be returned for analysis.